Event description:
The custopmer reported that after pipetting an htlv plate uneven wells were observed in positions a1 through h1 of the microwell plate. No error was reported. No death or serious injury was associated with this incident.